Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 2420-0007 batch#: 24066759. It was reported by the customer that primary infusion through an alaris pump infusion set, same attached a secondary set to run a medication, writer noticing drips in chamber of secondary set running abnormally fast, writer clamped all lines and paused pump to investigate. It was found that the primary set was defective and missing the back check valve causing secondary medication to go straight into the primary bag. Packaging is not reflecting what should be in bag. Rcc received a complaint via email. Writer running a primary infusion through an alaris pump infusion set, same attached a secondary set to run a medication, writer noticing drips in chamber of secondary set running abnormally fast, writer clamped all lines and paused pump to investigate. It was found that the primary set was defective and missing the back check valve causing secondary medication to go straight into the primary bag. Packaging is not reflecting what should be in bag. Manufacturer code/model: 2420-0007 serial or lot number: (B)(6).

Event description:
No additional information.

Manufacturer narrative:
The customer reported there was no back check valve, and returned one sample of material 2420-0007, lot 24066759. Upon initial visual examination, the set confirmed there was no back check valve. Manufacturing was contacted to confirm if this is indeed a 2420-0007 with an assembly issue, and not a different material altogether. The manufacturing site found the root cause for the missing back check valve to be related to assembly error and confirmed this was a 2420-0007 material. A standard work instruction update was issued by the plant on 11aug2024 to improve the assembly procedure. In addition, a quality alert was issued by the plant on 29jan2025 to communicate and reinforce the assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.